Event description:
Medtronic received information that prior to use of the custom tubing pack while priming the circuit, the customer reported the pressure dome coming off of the custom tubing pack's fusion oxygenator was not holding pressure. The customer isolated the pressure dome, and thought there may be a break in the seal on the air side of the pressure dome. A second similar event occurred on another circuit within the same week. The devices were replaced. There was no patient involvement so no adverse effects occurred in either case. The customer did not save lot number of either device and only one device will be returned. Both events will be processed in this pe as patient information and the event date for the second occurrence are not available.

Manufacturer narrative:
Conclusion: medtronic received information that prior to use of the custom tubing pack while priming the circuit, the customer reported the pressure dome coming off of the custom tubing pack's fusion oxygenator was not holding pressure. The customer isolated the pressure dome, and thought there may be a break in the seal on the air side of the pressure dome. A second similar event occurred on another circuit within the same week. The devices were replaced. There was no patient involvement so no adverse effects occurred in either case. The customer did not save lot number of either device and only one device will be returned. Complaint is unconfirmed for pressure dome not holding pressure. There was no observed damage to the device and performance testing indicated that the device functions as intended. After analysis it was determined there was no product failure that occurred during the reported event. The device history record could not be reviewed as no lot number was provided. A review of complaints received for similar model numbers found no similar occurrences. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.